Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had an emergency room visit due to high blood glucose below 400 mg/dl. Customer was wearing the device at time of emergency room visit. Customer was assisted in performing the high pressure test, test passed. Customer was advised to change entire set, reservoir, and insulin. Customer was advised to monitor the device. Customer will not be returning the device for analysis.